Event description:
Patient has used multiple freestyle libre 3+ sensors that have falsely measuring low blood glucose almost leading to dramatic insulin adjustments that could lead to hyperglycemia. Most recent batch number was t60004085 that the patient was able to provide. There was been significantly gaps between sensor reading and glucose meter readings even when adjusting for 15 minute delay: for example cgm 66 mg/dl; glucose meter 115 mg/dl.